Event description:
It was reported by provider that the reclining gas cylinder for the solara3g wheel chair failed. He states the gas cylinder will not hold. The provider states the chair is owned by an end user and they use it indoors only. The provider also states there were no injuries.